Event description:
Additional information was received. It was reported the patient was doing very well and receiving effective therapy.

Event description:
It was reported that cerebrospinal fluid (csf) was unable to be aspirated during a new pump and catheter implant. The new catheter was implanted and the tip was place around the 9th thoracic vertebrae. Csf was able to be aspirated from the catheter. The catheter was then tunneled around the midline and then to the pump pocket. At this time, the patient was rotated from the prone position. The spinal segment of the catheter was connected to the pump and csf could not be aspirated. Normal saline was unable to be injected. The spinal incision was closed at this point, so the incision was to be opened to check the incision area and cut the catheter to verify adequate csf backflow. The catheter tip was able to be seen on an x-ray and it appeared to be in the intrathecal space. A myelogram was also done and dye was unable to be seen upon x-ray. The catheter was difficult to see, as well, however it was thought that it was due to the patient's large size. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).